Event description:
The male pt was presented with stemi. Coronary angiography revealed lesion in the distsl rca. The lesion was a type c, de novo lesion with moderate calcification and tortuousity. The lesion was treated with a 2.5 x 23mm cypher stent which was deployed at 9 atm. Timi flow was I pre procedure and iii post procedure. The pt was successfully treated and discharged. Approx 27 months later, the pt had chest pain. Follow-up angiography revealed restenosis and a stent fracture of the cypher stent. Pt was treated with balloon angiography.

Manufacturer narrative:
This device crs 23250 (lot unk) is distributed outside the united states; however, it is similar to the united states product cxs 2325. The product remains implanted in the pt and is not available for analysis.